Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is nonresponsive. The customer reported observing liquid patches on the bottom right corner of the display. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.